Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2022. The customer¿s blood glucose level was 22 mg/dl at time of incident. The customer declined to troubleshoot for low blood glucose. Customer did not use auto mode. The customer was in emergency room. The customer will continue to use the device.